Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive of the objective lens was peeled off due to stress applied during use of the device, external factors, or handling of the device. In addition, service found the connector and control section were damaged. There was air/water leakage from the distal end. There was air/water leakage from the universal cord/video cable due to damage. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an air leak from the distal end of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeled off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.